Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical sample was returned for evaluation. One electronic photo was provided and reviewed. The photo shows the partial view of packaging with the attached label. Product label, batch and other labeling information were match and correct as per tw. However, the incorrect package or product cannot be verified with provided photo and without physical sample. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported incorrect packaging and miss assembled issues as provided evidence are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1 (medical device brand name), d4 (unique identifier (UDI) #), g3, h6 (patient, device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using vascath accessories. During the preparation of the port placement procedure the product allegedly found damaged. It was further reported that incorrect packaging. Reportedly, material not in original case. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using vascath accessories. During the preparation of the port placement procedure the product allegedly found damaged. It was further reported that incorrect packaging. Reportedly, material not in original case. There was no patient contact.